Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was hypotension, major bleeding, positioning issues and a pericardial effusion during impella cp patient support. There was a pericardial effusion, which was resolved with pericardiocentesis. There was a significant amount of blood from the pericardial drain placed during pericardiocentesis and the patient received a blood. Anticoagulation was to be held unless the drainage dropped. The decision was made to leave the impella in overnight after attempts to wean resulted in hypotension. Point-of-care ultrasound was completed by a general fellow with the inflow appearing to be too shallow and right at mitral valve. The decision was made to assess the position with an echocardiogram machine instead of ultrasound machine before repositioning.

Manufacturer narrative:
D6b explant date updated. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Hypotension, pericardial effusion: the cause of the injury was not determined due to insufficient clinical details. Positioning issue: the cause of the positioning issue was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.